Event description:
It was reported that high capture threshold and variable sensing was observed on the right ventricular (rv) lead. Micro-dislodgement was alleged to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of high capture threshold and r-wave amplitude variation were not confirmed. A visual inspection of the lead revealed no anomalies except for procedural damage. Electrical testing and x-ray examination revealed no indication of conductor fractures or internal shorts. The lead was returned with the helix retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted successfully. Additionally, the helix extension length was within required specification.